Manufacturer narrative:
(B)(4). The device was serviced by a service technician. Visual inspection and functional testing were performed. Visual inspection identified the broken door. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No additional information is available.